Manufacturer narrative:
Device investigation: there are no visible anomalies in the structure of the separator. The entire length of the separator was inspected and no material peeling was observed. Results: the separator was introduced into a demonstration psc041 and advanced distally. The separator advanced easily through the catheter and exited the catheter without any unexpected friction. The separator is fully functional. The "peeling" of the separator noted in the complaint could not be confirmed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
During treatment for an ischemic stroke, the physician used a penumbra system separator flex 041. When the physician removed the separator from the 041 reperfusion catheter to wipe it down, he noticed that it was "peeling". A new 041 separator was used. This MDR is associated with MDR 3005168196-2012-00114.

Manufacturer narrative:
Conclusion code: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.